Event description:
It was also reported that the hospital telemetry revealed several pauses without apparent pacer spikes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing dizzyness and presyncope. The pulse generator was beating at 30 beats per minute. The device was explanted and replaced.